Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history review identified no indication that the complaint was related to a service of the device within the view period. As a result of checking the log, it confirmed that there was a record of occurred non-disposable alarms during pump operation. Functional testing could not duplicate the customer reported issue. It is possible the pump had a defective downstream occlusion (dso) sensor or cassette product. The dso sensor was replaced preventatively.

Event description:
It was reported that an alarm occurred with no display on the screen. There was no patient involvement and no health damage to the patient in this incident. Device analysis revealed a potential defective downstream occlusion sensor.